Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they delivered boluses and the blood sugars did not decrease. The customer's blood glucose level was unknown. The customer also reported that they were getting high readings when blood glucose was low. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test , displacement accuracy test and excessive no delivery test. Device passed the delivery accuracy test at 0.08770 inches.